Event description:
Based on additional information received on 29-dec- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. This unsolicited case from united states was received on 04-dec-2017 from other non-health care professional. This case concerns (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency had increased pain, swelling and warmth to the touch. Also device malfunction was identified for the reported lot number. No medical history, past drugs, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 48 mg once (batch/lot number: 7rsl021, expiry date: unknown) osteoarthritis of knee. On an unknown date in 2017, after unknown latency, patient complained of increased pain, swelling, and warmth to the touch. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with gptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented seriousness criteria: important medical event for device malfunction. Upon internal review: lot details initially reported as 7rls021 was corrected to 7rsl021. Additional information was received on 29-dec-2017 and 12-jan-2018 (both processed together with the clock start date of 29-dec-2017). This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. The global ptc number with gptc result was added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 23-jan-2018: this case concerns a patient who suffered from left knee pain, swelling and joint warmth after receiving synvisc one injection from the recalled lot. Although temporal relationship cannot still be established between the events and the suspect product based on the available information. However, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the events to the product cannot be excluded completely.